Event description:
It was reported that during a lap low anterior resection, a breaking noise was heard when the trigger was grasped at the 4th firing. After that clips became to be malformed. No clip fell into the patient's body. The device did not clamp hard tissue or anything hard such as another clip. Since that was the last point of the procedure, it was completed without using another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with an unformed clip inside the jaws and with the shaft slightly bent at middle. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the device fed and properly formed the clips and then, it locked out as indented but the orange indicator was not visible. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No abnormal noise was noted during testing. Please note that the found conditions of the shaft and the indicator failure are not related with the event reported. It could not be determined what may have caused the incident reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.